Event description:
It was reported that the pt had a horrible headache, nausea and vomiting after a trial lead was implanted. It was reported that pt was hospitalized to control the headache pain. On (B)(6) 2012, the lead was explanted. Follow-up found that the pt symptoms persisted. It was reported that the physician scheduled the pt for a blood patch.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.